Event description:
Note: this report pertains to first of two autotome rx 39 used during the same procedure. It was reported to boston scientific corporation that an autotome rx 39 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the sphincterotomy was attempted in difficult position and upon applying cautery, the cutting wire of the autotome rx 39 snapped. A second autotome rx 39 was used; however, the same problem happened. It was reported that the devices were energized without good contact. Additionally, no part of the device was detached and fell into the patient. The procedure was completed with a needle knife device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.